Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected bilateral implant rupture, bilateral capsular contracture, autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 375cc gel breast prostheses and suffered several unexplained systemic symptoms, including leaky gut, alopecia, swollen lymph nodes, malaise, haziness, low or labile mood, chronic fatigue, anxiety, muscle weakness, brain fog, eye floaters, long lasting colds flus and infections, dizziness, eczema, rashes, decreased libido, food intolerances and allergies, night sweats, ibs, sibo, plaque on teeth, scalp pain and tenderness, ibs, adrenal issues, memory problems, and an unspecified autoimmune disorder. The root cause of the patient¿s symptoms is unclear. In addition, the patient developed bilateral baker grade IV capsular contracture. Bilateral rupture of the breast prostheses was also suspected. As a result, the patient underwent bilateral explantation with no replacement devices on 10/24/2018. During the explantation surgery, it was discovered that the left breast prosthesis was intact and had not ruptured. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 16-apr-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture on the breast implant and developed capsular contracture. In addition, the patient developed an autoimmune reaction to her breast prostheses. During visual evaluation of the device, it was observed to be ruptured and was received incomplete. Crease was found in the edges of the tear. The evaluation determined that the rupture is consistent with a crease fold rupture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).